Event description:
Complainant alleged that the clinicians were treating a patient (age and gender unknown) who had coded, but that the device screen display intermittently became enlarged and the unit shut down. The clinicians immediately obtained another device to successfully treat the patient. The complainant indicated that there was no adverse effect to the patient as result of the reported malfunction.